Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.